Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the (B)(6) the patient fell and hit the right side of the head, after which the patient experienced a loss of therapeutic effect that (B)(6). Impedance readings on the right side ins were >2000 ohms on some of the unipolar pairs. Previous readings taken in late may were within normal range. Impedance readings taken on the left side ins were within normal range. Additional information has been requested, a follow-up report will be sent when additional information becomes available. See MFR report # 3004209178-2011-05069 regarding the patient's other deep brain stimulator system.